Event description:
The report stated that during a laparoscopic right lower lung resection, the dissection was correct and the lobar arteria was well pediculed. But during vessel sealing, 2 of the seals that were done leaked at the proximal part of the seal when the jaws were opened. As a consequence the procedure was converted to an open thoracotomy.

Manufacturer narrative:
To date, the incident sample has not been rec'd for eval. If the sample is returned or if relevant info is obtained, a follow-up report will be submitted.